Event description:
It has been reported to co that during the procedure the gasket of this device leaked. Reportedly, after the catheters had been passed through the sheath, backbleeding occurred. The device was removed and replaced. The pt is reported as fine. The device is not being returned for co's eval.